Event description:
Following a coronary angiogram, an angio-seal device was deployed in the right femoral artery to seal the arteriotomy site. The user felt the device did not deploy properly; during advancement of the collagen with the tamper tube, no resistance was felt. Manual pressure and a femostop were applied to achieve hemostasis. The patient underwent an embolectomy of the superficial femoral artery one day post deployment and has reportedly recovered.